Event description:
It was reported that during a follow up appointment, an increase in the capture threshold and a decrease in the sensing value and impedance values were observed from the right ventricular (rv) lead. The physician alleged that this was due to a lead dislodgement. The rv lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Tool marks on the terminal pin, twisting of the distal coils, and a missing tip end were observed; all of which are likely the result of damage during the explant procedure. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a follow-up appointment, an increase in the capture threshold and a decrease in the sensing value and impedance values were observed from the right ventricular (rv) lead. The physician alleged that this was due to a lead dislodgement. The rv lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.

Event description:
It was reported that during a follow up appointment, an increase in the capture threshold and a decrease in the sensing value and impedance values were observed from the right ventricular (rv) lead. The physician alleged that this was due to a lead dislodgement. The rv lead was repositioned to resolve the event and the patient was stable with no adverse consequences.